Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Returned with lead: 4 stylets model unknown, lot #unknown. Analysis of both the lead model# 3877-45, lot# 0205373082, and 4 stylet accessories, model# unk, lot# unk, showed no anomalies.

Event description:
It was reported that during an implant procedure the physician tried to position the lead using the stylets but was unsuccessful. The physician then removed the lead and stylet and observed that the lead was bent (not linear in appearance) at electrode #7. It was noted that the physician was experienced in the implant procedure. A new lead was then implanted successfully. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3877-45, lot# 0205373082, implanted: (B)(6) 2012, explanted: (B)(6) 2012.